Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that she had had two low blood glucose events earlier that day, and by the time of the call, her blood glucose had risen to 527 mg/dl. She advised that she would monitor her blood glucose levels, and if they continued to be high, she would contact her doctor. She stated that she gave herself 15 units of insulin in the morning and 22 units in the afternoon, as well as another 15 units in the evening. The customer spoke with some disorientation and noted that she did not account for food intake. She did not use the bolus wizard. The insulin pump passed the self test. She also treated with 10 units of insulin via manual injection. The customer did not know how much insulin to deliver via the insulin pump. She declined to perform troubleshooting for the issue and rushed off the phone.